Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dosage via an implantable pump for spinal pain and other chronic/intractable pain (trunk/limbs). On (B)(6) 2017, it was reported that the patient had recently moved to (B)(6) and was looking for a healthcare provider to remove the pump. The consumer reported that the patient's pump was "overdosing" the patient and that they patient was "not doing good" and could not "think right". The patient went to the hospital on (B)(6) 2017, but was sent back home as the hospital "did not know anything about it". The event began on (B)(6) 2017. Additional information was received from the consumer on (B)(6) 2017. It was reported that the issue was "taken care of". The patient's managing physician was unknown. No further complications were reported.